Manufacturer narrative:
The reported event of a reset to backup vvi mode while still in the box was confirmed. The device image was downloaded but was found to be corrupted. Bench testing was performed and the device was found to be normal. The cause of backup vvi remains undetermined.

Event description:
It was reported that prior to device implantation, the device was interrogated with a programmer and was found to be in back up vvi mode while still in the box. Another device was used.

Manufacturer narrative:
(B)(4).